Manufacturer narrative:
(B)(6).

Event description:
The customer reported a ventilator touchscreen was not working during routine device testing. Additionally, a nav-ring malfunction was reported. The device was not in clinical use at the time the issue was discovered. There was no patient or user harmed. The device was evaluated by the customer and an international philips field service engineer (fse). It was reported that the customer was visited to assess the touchscreen malfunction. It was verified that the touchscreen matrix did not work. The touchscreen was suspected to be causing the issue. The device was removed from the center to carry out repair. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The philips international field service engineer (fse) replaced the touchscreen, switch printed circuit board assembly (pcba), and the front bezel. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.